Event description:
It was reported the patient ((B)(6)) underwent surgical intervention due to his lead no longer performing as intended due to invalid impedance. During the procedure, the doctor experienced difficulty explanting the lead. In turn, the doctor decided to cut the lead and explant only a partial section. The remaining section of the lead is still inside of the patient. The doctor was able to successfully implant a replacement lead.

Event description:
Follow-up revealed the replacement lead resolved the patient's issue.

Manufacturer narrative:
Results: as received, the lead was incomplete. Only the stimulation end segment was returned. The complaint was confirmed for ¿invalid impedance.¿ as received, a microscopic inspection of the lead body segment revealed a lead breakage with all wires broken. The breakage on the lead when aligned correspond to the proximal end of an anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.